Event description:
During the implant procedure, while tunneling with an inspire tunneler, a blood vessel was inadvertently nicked, resulting in bleeding at the clavicle area. Physician attempted to achieve hemostasis by cauterizing the area through the chest incision but was unsuccessful. Physician made a third incision at the right clavicle, identified the source of bleeding, and achieved hemostasis using bipolar cautery and a hemostatic agent. This resolved the issue.